Event description:
No osseointegration, chemotherapy around time of implant placement, local infection / subacute chronic osteitis, thread tap used, primary stability was achieved, implant was completely covered by bone, infection, abscess, mobility.